Manufacturer narrative:
The identifying device information was requested but not received. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
An atherectomy procedure was performed in a 75% stenosed vessel with severe calcification and a 12mm lesion. A distal dissection occurred during the procedure. A second stent was placed to resolved the issue, and the event did not require hospitalization. Clinical subject ID: (B)(6).